Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). See medwatch number 2032227-2014-29261 under insulin pump.

Event description:
Customer reported receiving multiple low reservoir alarms on the insulin pump. Customer also reported that no insulin was exiting the tubing during priming and there was an absence of a no delivery alarm. Blood glucose level was 138 mg/dl at the time of the call. Customer reported changing the infusion set and reservoir and that insulin exited normally. No further information was provided.